Event description:
(B)(4). Massive abdominal pain, excessive bleeding, back pain, cystic acne, rashes, bloating, weight gain, mood swings, irregular menstrual cycles, depression, memory loss, hair falling out, hives, skin conditions, hormonal imbalance, gum issues.